Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that as lvp 20d dehp 2ss cv leaked. The following information was provided by the initial reporter: material no.: 2420-0500 lot no.: (10) 20063057. It was reported solution was leaking from tubing at blue connector.